Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent an abdominal hysterectomy (cervix and uterus) on (B)(6) 2011. It was reported the patient underwent a surgical procedure on (B)(6) 2012 for pelvic pain endometriosis, and dyspareunia and a da vinci assisted bilateral salpingo-oophorectomy, lysis of adhesions, and excision of endometriosis was performed. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, urinary problems, infection and dyspareunia. It was also reported that the patient underwent lysis of adhesions and excision of endometriosis on (B)(6) 2012 due to pelvic pain, endometriosis and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary frequency, urinary urgency and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary leakage, urinary hesitancy, and urinary retention.